Event description:
Event description cpi received information that two myocardial leads were removed from service due to insulation breaks. During a replacement procedure of an implantable cardioverter defibrillator (ICD) the physician could visualize several cracks in the wires of the leads. He elected to cap and replace the leads with an endotak transvenous defibrillation lead.